Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and verified that the system was functioning normally and that the medication application launched successfully. The tss confirmed with the customer that the station was operating without any issues and proceeded to close the case as resolved. The system functioned as intended after technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device displayed a "restarting" message on the screen and did not return to normal operation for more than 40 minutes. The x-ray pyxis station was found with a black screen. The station had been restarted and remained in an "update" state for an extended period before switching to "restarting," where it remained unresponsive. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.